Event description:
It was reported that the patient presented to the emergency room with signs of redness at the implant site of the implantable cardioverter defibrillator (ICD) system. The ICD system including the right ventricular (rv) lead was removed without complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).pt codes: 4929, 1840. Device code: 3023. Ref report: mw5182097.